Event description:
It was reported that during a da vinci-assisted surgical procedure, right master tool manipulator(mtm) grip was sticky. The procedure was completed as planned with no reported injury using the surgeon side console(ssc) from another system.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Upon running calibration, the grip levers were found not to open properly. The master tool manipulator(mtm)2 was installed onto a golden system and onto a test platform, the reported event could be replicated. The probable root cause is attributed to the grip levers and springs.